Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had to reset their time and settings with each new battery insertion. The customer also reported receiving a motor error alarm. The customer also reported recurring signal too low alarms and unexpected restart alarms on their insulin pump. Customer's blood glucose was 265 mg/dl. The customer stated they have treated their blood glucose with 25 units of insulin. Troubleshooting also found the correct bolus amount was not recorded in the bolus history. The customer was advised their insulin pump needed to be replaced due to the recurring alarms. No additional information provided.